Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the 123 screen. There was no impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.